Event description:
It was reported that during an implant attempt, the left ventricular lead produced diaphragmatic stimulation in all positions. The lead was removed and a different lead model was implanted in a different vessel during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the tip electrode.